Event description:
It was reported that "on (B)(6) 2011, the patient underwent the surgery with the xia3 (t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis (l3,l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off (left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Result: the customer reported event was confirmed as the returned xia 3 titanium pa screw tulip was observed to be disengaged from the bone screw during evaluation. Evaluation of the manufacturing records for the involved product did not reveal any non-conformities. There are indications on the bone screw and the retaining clip that indicate an excessive tightening load was applied while the screw was at a maximum angle during the original surgery. The large size of imprint left on the bone screw head as well as deformation of the retaining clip suggests an application of excessive tightening load (more than 12nm). The location of the imprint suggests that tightening was performed with the screw implanted at the maximum angle, as the imprint is located at the border of the cylindrical part of the bone screw head. Furthermore, the retaining clip was very deformed on one end, which also suggests over tightening at a maximal angle. A delayed nonunion can lead to excessive and repeated stress on the implant, which can eventually lead to device failure. A review of previous complaints and findings of engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulations can be the additional factor that facilitates the disengagement of the tulip. Conclusion: over tightening is the principal cause of tulip disengagement. The implantation at maximal angulations can be the additional factor that facilitates the disengagement of the tulip. However, the exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported that "on (B)(6) 2011, the patient underwent the surgery with the xia3 (t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis (l3,l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off (left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013."